Event description:
It was reported that the locking arm broke off a pin while the implant was being impacted into the disc space during surgery. The pin was detached from the retractor and a wrench was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in d8 and h6: component and investigation type. Inspection: the returned item was evaluated. Visual inspection of the device reveals that it is fractured. Device use: the device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The pin was not returned, but a photo of the device was provided that confirmed the locking arm had fractured off the device. Since a full evaluation was unable to be performed, the cause cannot be determined. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that the locking arm broke off a pin while the implant was being impacted into the disc space during surgery. The pin was detached from the retractor and a wrench was used to complete the procedure without reported patient impacts.